Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with oversensing episodes. Review of transmissions revealed that the left ventricular lead exhibited loss of capture issues. The device was reprogrammed. The issue was resolved without sequel adverse events.